Manufacturer narrative:
Pt's gender: unk. The company service representative examined the system and confirmed the system message reported. The cassette ID pcb was replaced and disposed of. The software was updated. The manufacturer internal reference number is: (B)(4). (B)(4).

Event description:
Adverse event(s): "no patient involvement". Product problem(s): "system message displayed" (device displays error message). The nurse reported a system message displayed during set up. The patient was in the room, but surgery had not started. The system was switched out and the case proceeded as planned. No patient involvement.